Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that a patient followed up in-clinic and during device interrogation, the right atrial lead exhibited elevated capture threshold. A chest x-ray done prior to procedure confirmed the lead was dislodged. The lead was removed and replaced on (B)(6) 2019. There were no reported symptoms during and after procedure.